Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 3.9, acl100: 7.1. Venipuncture performed at same time as meter testing. Customer states that pt was given large dose of coumadin.

Manufacturer narrative:
Investigation pending.